Event description:
It was reported that a malfunction alarm, identified as malf 12, occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so, resolving the issue effectively. The customer was advised that it was safe to continue using the pump and was reminded to call back if any malfunction occurred again.